Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty was confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion located in the periphery. The balloon catheter crossed the lesion and was inflated at 18 atmospheres for 20 seconds at the lesion. An attempt was made to inflate beyond the lesion; however, movement of the non-abbott guide wire became diminished when resistance was felt in guide wire lumen of a 2.0x100 mm fox sv balloon catheter over the non-abbott guide wire resulting in the balloon catheter becoming stuck on the guide wire. The fox sv catheter and the guide wire were removed together as one unit. The procedure was continued using the same guide wire and a 2.5x100 mm fox sv catheter that was able to be advanced without issue. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.